Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that during the scan, artifacts were present, caused by the gradient coil wa30s_m8 terminal break. No patients or users were harmed by this issue.